Manufacturer narrative:
Ge healthcare's (gehc) investigation has concluded with additional information collected from the customer and visual inspection of the damaged logiq e9. It was determined that the logiq e9 was left powered on and unattended in a closed room when it caught fire. The facility fire alarm and sprinkler system were not triggered, and the facility circuit breaker did not trip. Potential causes were evaluated to determine the likelihood of this incident occurring in the future including historical system data as well as the logiq e9 complaint file. There have been no thermal events resulting in systems catching fire, and there are no systemic deficiencies observed with the logiq e9. The specific root cause for this event cannot be determined at this time based upon the information available. Based upon the visual inspection and information collected about the incident gehc's investigation concluded that the fire may have started from lint buildup within the power supply which ignited, and then the power supply cooling fan blew those flames onto the system enclosure and power causing those to also catch fire. The residual risk has been determined to be reduced as far as possible (afap) and no further actions will be taken at this time.

Manufacturer narrative:
No patient was involved. UDI: pre-compliance, no UDI. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
A customer reported to gehc that the back of a logiq e9 had caught fire and the cause of the fire is unknown. No injuries were reported.